Event description:
Patient presented inflammation in tooth #42. When doctor removed the prosthesis he found a screw threads fracture. Another screw has been used in order to finish the procedure.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certainâ® gold-titeâ® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified fractured screw at threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Patient conditions, x-ray, tooth location and implantation duration are irrelevant to this investigation. DHR review for the lot (1207646) had revealed no deviations nor non-conformance's which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1207646) for similar events (complaint category keywords: functional: fracture screw) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.